Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Patient's therapeutic range: 2-3 inr. On (B)(6) 2011, patient was admitted into the hospital for pain in his right leg associated with the deep vein thrombosis (dvt) and blood clots. On (B)(6) 2011, patient was given lovenox in the hospital. Patient was not on antibiotics or lovenox on (B)(6) 2011 and was stable only on coumadin.